Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that the hemoglobin (hgb) control results, run on the cell-dyn 1800 analyzer, are erratic. The customer stated that the hgb controls would be a gram difference between the morning control results and the afternoon control results. Customer requested service. There was no impact to patient management reported.